Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, no image on the monitor connected to the video system center. The issue was found during preparation for use, no single procedure involved, with no patient(s) under sedation. Customer reported delay of 2 or 3 hours with no patients sedated during the delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. In speaking with olympus tac, the customer reported the display image on their monitor connected to the video system center was lost. Tac assisted the customer with troubleshooting by having the customer swap out each accessory component connected to the video system center one at a time. Including an sdi (serial digital interface) out to a hdmi (high-definition multimedia interface) converter box. Tac explained it could be the 2 sdi ports or sdi cable, converter box or hdmi cable causing the loss of image. The customer tried using another converter box but that did not resolve the issue. Tac recommended trying another hdmi cable or sdi cable before calling back to for further assistance with the video system center. The customer reported back the issue was resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.